Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20276819/20668686.

Event description:
It was reported that the patient was having some irritation at the ipg area, and never got good coverage since permanent implant. The patient underwent a procedure wherein the ipg and percutaneous leads were explanted. The explanted devices were discarded by medical facility.